Manufacturer narrative:
(B)(4). The device was evaluated at the baxter compounding facility. Visual inspection revealed white particulate matter 1.73 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor contained a fiber in its balloon. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.